Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 266mg/dl and insulin via an insulin pen was administered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula.